Manufacturer narrative:
There is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a phlebotomist drew a patient's blood with a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle, the safety shield separated from the needle when it was activated. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection showed an eclipse¿ needle sample with the safety shield unassembled to the c-collar. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.